Event description:
It was reported that the patient experienced a general feeling of unwellness, and lack of efficacy with the spinal cord stimulation (scs) system. It was noted that the stimulation was in the correct area. Reprogramming was attempted on multiple occasions, but the issue persisted. The patient underwent a procedure in which the entire system was explanted. The patient was doing well postoperatively. The lead was accidentally cut during the explant procedure and therefore will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion cx upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 7077065.

Manufacturer narrative:
Sc-1232, serial number (B)(6): the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2317-70, serial number (B)(6): visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent-kinked location of the lead. The bent-kinked location is near the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The possible flexing of the lead at the exit point of the clik x anchor has resulted in the reported complaint.

Event description:
It was reported that the patient experienced a general feeling of unwellness, and lack of efficacy with the spinal cord stimulation (scs) system. It was noted that the stimulation was in the correct area. Reprogramming was attempted on multiple occasions, but the issue persisted. The patient underwent a procedure in which the entire system was explanted. The patient was doing well postoperatively. The lead was accidentally cut during the explant procedure and therefore will not be returned. Additional information was received that the lead was returned.

Manufacturer narrative:
Sc-1232, serial number (B)(6): the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2317-70, serial number (B)(6): visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent-kinked location of the lead. The bent-kinked location is near the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The possible flexing of the lead at the exit point of the clik x anchor has resulted in the reported complaint. Sc-2317-70, serial (B)(6): unable to confirm the as reported observations with testing of the product return. The lead passed the impedance test performed.

Event description:
It was reported that the patient experienced a general feeling of unwellness, and lack of efficacy with the spinal cord stimulation (scs) system. It was noted that the stimulation was in the correct area. Reprogramming was attempted on multiple occasions, but the issue persisted. The patient underwent a procedure in which the entire system was explanted. The patient was doing well postoperatively. The lead was accidentally cut during the explant procedure and therefore will not be returned. Additional information was received that the lead was returned. Additional information was received that an additional scs lead (sc-2317-70, s/n (B)(6)) was returned to boston scientific and it was confirmed that this lead was also explanted during the explant procedure.

Event description:
It was reported that the patient experienced a general feeling of unwellness, and lack of efficacy with the spinal cord stimulation (scs) system. It was noted that the stimulation was in the correct area. Reprogramming was attempted on multiple occasions, but the issue persisted. The patient underwent a procedure in which the entire system was explanted. The patient was doing well postoperatively. The lead was accidentally cut during the explant procedure and therefore will not be returned.

Manufacturer narrative:
Update to initial MDR in block g3 aware date: 20apr2024. Additional suspect medical device components involved in the event: brand name: infinion cx; upn: m365sc2317700; model: sc-2317-70; batch/ serial: (B)(6).